Event description:
As reported by the field clinical specialist, approximately 1-year post-implant of a 26 mm sapien 3 valve in the aortic position, the valve required intervention and a valve in valve was performed. The reason for viv was stenosis. The patient developed a mean gradient of 60mmhg and became symptomatic.

Manufacturer narrative:
Investigation is ongoing. Device not returned.

Manufacturer narrative:
A supplemental MDR is being submitted for additional information from medical records. The following sections of this report has been updated: update to b4, b5, g3, g6, h2, h10. The product was not returned; therefore, a no product return investigation was completed. As a device was not returned, visual inspection, functional testing, and dimensional testing were unable to be done. Imagery was provided and the following observations were made. The mean gradient was 46mm hg, which was associated with ava of 0.43 cm2. The left and non-coronary cusps appeared leaflet thickened, and motion restricted. Review of the work orders above did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. A lot history review was performed using the valve serial numbers from related work order and revealed no other complaints relating to the relevant complaint codes. As no device was returned and there is no evidence to support a manufacturing/design defect potentially contributed to the complaint, a manufacturing mitigation review is not required. The commander delivery system with s3/s3u IFU was reviewed. Valve stenosis is a known potential adverse event. Noted under potential adverse events, 'valve stenosis'. No IFU/training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints were confirmed based on the medical record and provided imagery. A review of the DHR, lot history, and complaint history did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. As reported, 'approximately 1-year post-implant of a 26 mm sapien 3 valve in the aortic position, the 26 mm sapien 3 valve required intervention and a sapien 3 ultra valve in valve was performed. The reason for viv was stenosis'. Per IFU, thickened leaflet and stenosis were potential adverse events associated with the use of valve. Per the valve academic research consortium (varc), valve stenosis can result from a number of factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma (cardia-pulmonary resuscitation, blunt chest trauma), endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. Stenosis of an implanted valve may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, leaflet thickened or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on severity it could be an indication for valve replacement or medical intervention. In this case, patient had history of chronic kidney disease (ckd) and diabetes , which were well-known factors for valve calcification leading to thickened leaflets, resulted in stenosis. As the leaflets thickened, it could affect the function/ suboptimal coaptation of leaflets resulting in leaflet motion restricted. As such, available information suggests patient factors (ckd, diabetes and leaflet thickening) may have contributed to the reported event. Since no device problem was identified affecting distributed product, no pra or capas are required. Since no product non-conformances or IFU/training deficiencies were identified during evaluation, a product risk assessment escalation is not required. Since no edwards defects were identified, no corrective or preventative actions are required. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported by the field clinical specialist, approximately 1-year post-implant of a 26 mm sapien 3 valve in the aortic position, the valve required intervention and a valve in valve was performed. The reason for viv was stenosis. The patient developed a mean gradient of 60mmhg and became symptomatic. After an imaging review by an edwards employee, the tee showed that the thv appeared to be thickened and stenotic and the spectral doppler confirmed stenosis. The left and non-coronary cusps also appear thickened and restricted.